Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at device upgrade due to normal eri, after closing the pocket, dft testing was unsuccessful in rescuing the patient at 20j. Charges at 25j and 37j were aborted and patient was externally rescued. The ICD showed an alert for possible output circuit damage. Additional dft testing was also unsuccessful at 25j and 36j, patient was externally rescued again. Device went into back up mode. Physician elected to replace both the lead and the ICD. The lead was capped.